Event description:
As initially reported by consumer who used new pair of lenses and removed after six hours as she experienced blurry vision, eye pain, eye redness, itchiness, swollen in both eyes and felt something was not right and used the lubricant eye drops and also stated that her vision was altered and caused permanent damage where the snellen line was supposed to be 20/20 with glasses but now it was 20/40. She also consulted health care professional (hcp) and was diagnosed to be allergic to contact lenses. As per the medical records physical examinations noted to be abnormal for eyes: loss of visual acuity, abnormality of visual field (limited secondary eyelid swelling), abnormality of eye noted (there is marked swelling with pink erythema of all four lids as well as inferior periocular region. The area is not tender to palpation nor is it warm. There is no drainage other than increased lacrimation. Globes themselves appear to be normal limits.). Examination noted to be normal for eyes: pupils equal round and reactive to light bilaterally, extraocular movements intact (eomi), normal irises bilateral, normal conjunctiva bilateral, normal corneas bilateral, normal anterior chamber. General well developed and well-nourished and in no apparent distress. Lymph: no cervical lymphadenopathy, psychiatric: oriented and alert, respiratory: no increased work of breathing, ent: ear pinnae and eternal nose without tenderness, deformity or lesion bilaterally. Vital signs includes: temperature 97.9 f (temporal), pulse: 86 bpm, bp: 130/78 (arm {l}), respiration: 18/min, o2 saturation: 98%, o2 delivery: ra, weight: 170.20 lbs, height/length: 5'8, bmi: 25.9, corrected: l20/40, r20/50. Consumer medication history stated duloxetine 60mg capsule, lisinopril 20 mg tablet, adderall 20 mg tablet. Consumer was prescribed with methyl prednisone injection (dose: 1.25mg) and prednisone 10mg tablet, three tablets orally daily for two days, then two tablets for two days, then one tablet for two days. Consumer was suggested with following plan: cool compression for eyes twenty minutes which was four to five times per day, avoid rubbing eyes and do not use contact lenses as they are allergic either to lenses or to the solution involved with them and prednisolone as directed to start the following day and to take otc cetirizine or diphenhydramine if needed for itching. Consumer was suggested to seek care immediately if symptoms were worsening or return to clinic within three days if not better. Based on the consumer¿s history and examination, the hcp noted that the allergic reaction was most likely due to contact lenses or contact lens solution. The current status of patient's eye was improving. No additional information would be known at this time.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).